Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that the power error alarm recurred during fill reservoir and tubing process. The customer stated that the power error alarm recurred again after changing the complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The open book / critical pump error alarmed after battery installation due to corroded electronic assembly. The motor assembly was found with moisture damage. We were unable to verify pump error 35 due to critical pump error. No pump error 35 found in the formatted history file. The insulin pump was received with minor scratched lcd window, scratched case and minor scratched lcd window and case.